Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytotoxic medication leaked from the bottom of the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from french to english: "when the product is sampled in the syringe, it flows through the piton and exits at the bottom of the syringe. This occurred at least 4 times during the handling of cytotoxics by different hospital pharmacy preparers."

Event description:
It was reported that cytotoxic medication leaked from the bottom of the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from french to english: "when the product is sampled in the syringe, it flows through the piton and exits at the bottom of the syringe. This occurred at least 4 times during the handling of cytotoxics by different hospital pharmacy preparers."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907257, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907257 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.